Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one opening on the posterior side assessed as unidentified (tear) opening . (Shell thickness within specification). Additional observations: crease fold observed on the device and white calcification on the surface of the shell.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.